Manufacturer narrative:
Of the four reported malfunctions, one lot number was reported and a lot history review will be performed. The devices were not returned to bd for evaluation; however three electronic photos were provided for review. For one of the four malfunctions the investigation is inconclusive as no sample was returned. The remaining three investigations are still underway. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model ecp0110gv biopsy instrument allegedly experienced a difficulty to remove. This information was received from various sources. The four malfunctions did involve a patient with no reported patient injury. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the four reported malfunctions, one lot number was reported and a lot history review will be performed. The devices were not returned to bd for evaluation; however three electronic photos were provided for review. All four investigations were inconclusive for the alleged removal difficulty issue. The root cause could not be determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model ecp0110gv biopsy instrument allegedly experienced a difficulty to remove. This information was received from various sources. The four malfunctions did involve a patient with no reported patient injury. The patient's age, weight, and gender were not provided.